Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The metal grommet on the distal resection guide came loose and detached from the resection guide. Update: the threaded headed pins were used during the procedure, per rep, (B)(6) 2015.

Manufacturer narrative:
Examination of the returned device confirms the disassociation of one of the metal inserts on the femoral jig. A search of the depuy complaint database other similar complaints for this product code where the pin bushing over-mould had cracked or the pin bushing had disassociated. The trend of complaints related to the disassociation of a number of these bushings, in correctly manufactured parts, has led to the initiation of corrective and preventative action ((B)(4)) at depuy. This CAPA is currently underway to investigate the issue of bushing disassociation in correctly manufactured parts. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.